Event description:
It was reported that upon interrogation, the device showed a battery voltage below ER. Afterward, the battery voltage would recover back to normal. Patient is being followed via merlin.net. Device remains implanted and will not be explanted until it reaches eri.